Manufacturer narrative:
(B)(4). The customer returned one guide wire which showed evidence of use and was unraveled from the proximal end. No other components from the kit were returned. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked in several locations along the body. The distal end of the guide wire was intact and retained the j shape. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. It also revealed offset coils towards the distal end of the guide wire. Both welds appeared full and spherical. The kinks were measured at 17.1, 34.0 and 58.3cm from proximal weld. The offset coils were 1.5cm from the distal tip. The broken core wire measured 604mm in length, which is within specification. The outside diameter (od) of the guide wire was also measured and was within specification as well. A manual tug test revealed the distal weld was intact. A device history record (DHR) review was performed on the guide wire and no relevant findings were identified. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the guidewire completely unraveled. Therapy was stated to have been delayed/interrupted. No patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guidewire completely unraveled. Therapy was stated to have been delayed/interrupted. No patient injury or consequence.